Event description:
During an atrial fibrillation procedure, following transseptal puncture and inserting the advisor hd grid catheter, air bubbles were noted during aspiration of the agilis 13 fr sheath. The fluid lines were checked, and no issues were noted. Another aspiration attempt produced more air bubbles in the syringe. The guidewire was advanced, and the agilis 13 fr sheath was exchanged. The procedure was completed with no adverse patient health consequences.